Event description:
The sheath had already been introduced into the patient's right femoral vein before it was evidenced by fluorscopy that the distal marker was not present. The location of the sheath tip was evidenced by higher-level imaging before the filter was successfullly deployed. After the case, I examined the equipment used (using fluoroscopy) and found the missing marker - it was at the proximal end, instead of the distal end of the sheath. Manufacturer response for inferior vena cava filter kit, option elite (per site reporter), unknown.